Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s device quit working. He was seeing an informational power on reset message on his implantable neurostimulator recharger. The first time that he had seen this message was on (B)(6) 2019. After clearing the informational power on reset message, the patient then got a warning power on reset message. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.